Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures while in use with power injectors; subsequently, blood loss was noted. The patients were undergoing unspecified CT scans using power injectors to deliver unspecified contrast medias at pressures not exceeding 300 psi. It was reported that at the start of the CT scan injections, the tubings split at the claves. Unspecified volumes of blood were lost. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was evaluated. Testing found a split in the tubing. This was due to use under high pressure conditions. This is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion, and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.